Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure, outside of the patient, the loop wire of the snare separated from the catheter and only a very thin piece of the metal was holding the loop and the catheter together. The procedure was completed with a new endovive standard peg kit push method.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure, outside of the patient, the loop wire of the snare separated from the catheter and only a very thin piece of the metal was holding the loop and the catheter together. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event loop wire separated from snare. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed the handle cannula to have been pulled out of the insert in the handle assembly. The cannula was found to be pushed distally and the pull wire was bent adjacent to the distal end of the handle cannula, most likely from an attempt by the user to function the device. The snare loop was found to be retracted inside the sheath tip. The blue vinyl cap had been removed from the handle assembly and was not returned. A functional evaluation to actuate the handle to extend the loop could not be performed because the handle cannula was detached from the handle assembly. The condition of the returned unit was consistent with the complaint incident that the snare broke. Per the event description the issue occurred during the procedure. The snare might have been used to grasp and tug the pull wire during the procedure, but the device most likely did not receive any substantial tensile force which would have caused this failure. The cap screw was torqued into the active cord insert and all components met specification. It is most likely the cap screw was not completely torqued down onto the cannula thus allowing the cannula to slip out of the handle assembly when an attempt was made to actuate the snare. The cannula presented only slight score marks from the set screw tip. Additionally the snare is to be inspected for proper assembly and device function. It remains unknown if the defect occurred due to design, manufacturing/ packaging, customer handling/prep of the device or procedural factors, therefore the most probable root cause is 'undeterminable.' A CAPA is ongoing related to this issue. A device history record (DHR) review of lot numbers 15212196 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 15212196.